Event description:
A revision of an sl-plus stem standard has been reported due to periprosthetic fracture. The patient presents a peri-prosthetic fracture, weak and partially re-absorbed bone due to metal-on-metal reaction created by the prosthesis. Exams for possible infection are on going.